Event description:
The customer contacted ascensia customer service to seek assistance with the contour® next gen meter. During the troubleshooting, three control tests were run and readings of 140 mg/dl at 2:05 p.m., 135 mg/dl at 2:09 p.m. And 227 mg/dl at 2:12 p.m. Were obtained. The meter did not automatically the control test of 227 mg/dl, and so the reading will be displayed as a blood result when accessing the meter's memory. The readings of 140 mg/dl and 135 mg/dl were properly marked as control results. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer returned the suspected contour® next gen meter (serial # (B)(6)), contour® next test strips (lot # 4hhe01v) and contour® next control solution (lot # 4bv2g32) for evaluation. An in-house testing was performed with the returned meter, test strips and control solution in five replicates. All tests recovered within the expected control range of 112 mg/dl to 140 mg/dl. The control results obtained with the in-house testing were properly marked as control tests in the meter.